Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was treated for peritonitis. The patient was hospitalized for another indication and the pd catheter was removed. Pd therapy was discontinued, and the patient was transferred to hemodialysis. Six days later, the patient died. The cause of death was cardiac arrest. It was not reported if an autopsy was performed. The patient had not yet recovered from peritonitis at the time of death. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.